Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
Following a percutaneous chronic total occlusion (cto) crossing of the left common iliac artery, and bilateral stenting of the common iliac arteries, this pt suffered a left retroperitoneal hematoma. The pt underwent an open aorta-by fem bypass to treat the hematoma. The age and the gender of the pt are unk. The physician had made access to the pt in both the right and left groin. This was the first time the physician had used the outback device in a procedure. The product was properly inspected and prepped prior to use. It was noted that the needle actuated properly during prep and when used in the pt. The information states that once the cto device was placed at the lesion, there may have been some difficulty when advancing the guidewire through the vessel and a perforation may have occurred. The physician was successful in crossing and treating the lesion. When the pt was taken to the recovery, it was noticed that the pt was losing aortic pressure and an open aorta-by fem bypass was performed to treat a left retroperitoneal hematoma. The physician stated that he was unsure if this event was caused by the outback cto device.